Manufacturer narrative:
Comp ref #(B)(4).

Event description:
On february 27th 2024 fujifilm healthcare americas corporation was informed of an event involving sys/us/arietta 650di-rad. It was reported that a patient came in for an ultrasound to determine a possible blood clot. Customer claims that the image quality of the probe they used is bac, which cased them to miss the clot.